Event description:
A physician reported that during intraocular lens (iol) implantation, there was absence of part of the haptic and the lens remains implanted with no patient impact.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was not returned. A photo was provided of the implanted single-piece lens. One haptic was visible held by a instrument over the optic. The end of the haptic tip was missing. This appeared to be caused by a casting issue (bubble). A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause for the reported issue was determined to be manufacturing related. The lens remains implanted. Based on review of the provided photo, a small part of the haptic tip was missing. This appeared to be a casting issue. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. The manufacturer internal reference number is: (B)(4).